Event description:
It was reported that during a percutaneous coronary intervention procedure a stent dislodgement occurred. The lesion was located in moderately tortuous and moderately calcified mid circumflex. The physician attempted to place the promus element plus stent when the stent dislodged into the left main. He was able to snare it out successfully. The patient was asymptomatic prior to and after the procedure. The procedure was not completed due to this event. No further patient complications were reported. The patient was brought back the following day and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).